Event description:
Right hip revision surgery was performed due to progressive discomfort and stiffness.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to progressive discomfort, stiffness and metallosis. During the revision, the hemi head and modular sleeve were removed. The bhr cup and synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Cobalt and chromium levels were reported to be elevated. It is noted that the cobalt level is reported from the urine, which can be used to track clearance. However, the levels are not the standard for assessing, which is whole blood. Neither measurement units nor lab reports were provided. MRI results reportedly showed an adverse local tissue reaction in form of a moderate sized hip effusion and a fair amount of reactive tissue was noted during revision. Explants were sent to pathology. However, only a gross examination was performed. Bacteriology noted no anaerobic organisms were isolated. Although cobalt and chromium levels were reported to be elevated, neither measurement units nor lab reports were provided. It is also noted there was avascular necrosis seen on a 2011 x-ray, although the percentage in the femoral head was not provided. The devices were sent to pathology; however, no microscopic evaluation was performed. Without the complete supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause or source of the reported elevated metal ions, metallosis, pain, stiffness, MRI findings of inflammatory changes, and surgical revision, findings of tissue reaction cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Cobalt and chromium levels 5 weeks pre-revision were 10.2 and 4.0 ¿g/l respectively. MRI reportedly showed adverse a local tissue reaction in form of moderate sized hip effusion, and a fair amount of reactive tissue was noted during revision. Explants were sent to pathology; however, only a gross examination was performed. Bacteriology noted no anaerobic organisms were isolated. Avascular necrosis was noted on a 2011 x-ray, though the percentage in the femoral head was not provided. The devices were sent to pathology; however, no microscopic evaluation was performed. Without the complete supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause or source of the reported elevated metal ions, metallosis, pain, stiffness, MRI findings of inflammatory changes, and surgical revision findings of tissue reaction cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: brand name, other # and concomitant medical products.